Event description:
It was reported that during a routine visit on (B) (6), 2009, it was seen that two additional electrodes have now status hi and one electrode channel has changed the status back to ok. All in all 10 electrode channels have now status hi. According to the pt's father, no traumatic event occurred.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.